Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received medical treatment as a result of site issue of bleeding. The customer¿s blood glucose value was 136 mg/dl. Customer stated that the site was not actively bleeding. Customer assisted with the troubleshooting for site issue. Customer reported that they received medical treatment as a result of the site issue. The sensor will not be returned for analysis.